Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc), and investigated as follows. [Investigation result]: -as a result of connecting a connector for checking to the returned the distal end unit of the subject device and checking the image, a communication error b30 was confirmed. -it was reviewed, the manufacturing history (DHR) of the subject device and confirmed, no irregularity. [Cause]: (conclusion); it was not possible, to identify the root cause of the reported phenomenon. (Consideration); the error b30 has been duplicated, since the power was turned on. And it was considered, that the inside of the ccd was damaged from the phenomenon. Since no damage on the exterior of the subject device could be confirmed. It was possible, that the subject device was damaged by electrical stress, such as static electricity or overcurrent. It may be damaged by the following handling: -system ground wire was not connected (static electricity could be applied). -with the system power on, connect and disconnect the endoscope connector. (Overcurrent flows). -dust, moisture, etc. Were attached to the connector contacts. (Possibility of short circuit). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). The reported phenomenon was duplicated. It was found that the damaged ccd part and the corrosion of the electrical contacts of the video connector which caused the error b30. It was also found that the error b30 was occurred when the subject device was angulated. Since the phenomenon was occurred when the subject device was angulated, it was considered that this phenomenon was attributed to the ccd unit failure. And since there was no twisting for the ccd cable at the tip of the subject device, it was considered that there were no work defects. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared and the error b30 which indicates there is the communication problem between the subject device and the video processor was displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.